Event description:
This is the first report of two involving the same product problem from the same facility. Pt #1: a complaint was received involving a hermetic (evd) external drainage system without a reflux valve. A pt (demographics unknown) had the catheter placed in the operating room because of the fear of obstructive hydrocephalus. After the pt returned from the operating room, air was noted to be in the line between the pt and the transducer. Clinically, this case has many variables that may have led to air in the line, not because of the drain. The customer agreed that this scenario was not a good indication for concern. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.